Event description:
A malfunction was reported with code malf 12, and the caller was unable to reset the pump at the time of the call due to the lack of charging supplies. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer reverted to an alternate method of insulin therapy.